Event description:
This rv lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2013 for unknown product performance issue. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).